Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4 model no: - correction d4 lot no: - correction d4 expiration date - correction d4 UDI: - correction g2: report source ¿ correction h2 type of follow up: - correction h4 device mfg date ¿ correction h6: - correction h10: corrected data.

Event description:
It was reported that a missing needle or cannula occurred.